Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported for this lot and issue to date. The device was returned. The outer catheter was pulled back from the metal tip, exposing the core wire. The core wire extended beyond the edge of the outer catheter. The guidewire lumen was also separated from the metal tip. The core wire was intact throughout the length of the device. The investigation is confirmed for material separation. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event.

Event description:
It was reported that during preparation of the recanalization catheter, prior to entering the pt, approx 1.1mm of the distal tip of the catheter separated from the shaft of the catheter. There was no pt involvement.